Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, when the foot was opened and the device was pulled back to feel tactile resistance against the vessel wall, the physician felt that the device caught tactile resistance too soon and may not have been against the vessel wall. The physician closed the lever to close the foot and tried to reposition the device; however, the device became stuck. The lever was closed completely; however, it was not known if the foot had retracted completely. The physician decided to remove the needle plunger and cut the sutures to attempt to remove the device, but the device was still stuck and a cut down surgery was performed. During the cut down surgery, a piece of the device was found and retrieved which was believed to be the foot of the proglide device. There was no vessel damaged noted. The level of anesthesia was changed to general for the cut down surgery. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela. There was a clinically significant delay in the procedure or therapy due to the need for surgery and hospitalization was prolonged. No additional information was provided.